Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in report is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in report is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an alarm issue with the adc device, with use with phone (iphone 11, ios 16.1.1) application. The low glucose alarm failed to sound, and the customer experienced seizure and loss of consciousness. The customer was treated by nasal glucose spray by caregiver, and additionally received glucagon injection by healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint and a valid lot or serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tripped trend reports were reviewed for libre sensor and complaint. This tripped trend was addressed in the tracking and trending review process and determined to be related to the android 13 os. This trip is not related to other os versions; therefore, this complaint associated with ios 11 is not related to this trend. Freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. An attempt to replicate the user¿s complaint of missing high and low glucose alarms with similar configurations was performed. The complaint was not able to be reproduced and successfully received high and low glucose alarm notifications. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an alarm issue with the adc device, with use with phone (iphone 11, ios 16.1.1) application. The low glucose alarm failed to sound, and the customer experienced seizure and loss of consciousness. The customer was treated by nasal glucose spray by caregiver, and additionally received glucagon injection by healthcare professional. There was no report of death or permanent injury associated with this event.